Event description:
Customer reportedly experienced hypoglycemic symptoms and tested 112 mg/dl on the compact plus system. Within a half hour the paramedics arrived and administered a "glucose shot". The customer was transported to the hospital where he tested 40 mg/dl on their device and received food. Requested return of suspect system, however, strips are unavailable for return.